Event description:
The customer alleged that the unit was leaking cidex opa on the floor (enough to soak up towels) the unit would only leak while unit was running. There were no injuries reported. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse found the aer leaking fluid. The fse repaired a leak at the main pump valve. The fse replaced the main pump valve and the spray tower valve. The fse replaced the spray tower assembly. The fse performed system test procedure and leak check. The fse ran two test cycles. System meets all MFR specifications.